Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in malaysia. It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6) under software version 3.0.3 displayed alarms with loss of external power after cut ac power. From the attached video, device can be seen connected to mains (green leds on) and charging the batteries, however, when the ac power was interrupted the device showed no indication of ac power and alarmed for 'loss of external power'.unit continued on battery power. According to preliminary analysis performed, the root cause associated to the reported issue could be related to: power cord/plug not connected properly or defective defective power supply (voltage out of tolerance 23.76..24.24vdc) defective driver board defective control board (voltage supervision) connected on dc only, but dc voltage is out of tolerance dc_in: 10..31vdc: check dc cord (also fuse in car cable) accordingly, the following correction may be considered: check if external power is available and within specifications check power cord if connected properly and replace power cord if necessary voltage check: ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): check voltage on control board (between test pins +24v_ps_tp gnd) replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc)-replace driver board if voltage is within range (13.57 - 13.85vdc) replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: additional information added in follow-up #2 (B)(4). Field updated. The device alarmed with "loss of external power" and continued on battery power. The issue was discovered during start up with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The hamilton ventilators undergo mandatory preoperational checks before usage. External power functionality, battery status, and alarm verification are part of this routine check. A power supply failure is usually identified during these checks, ensuring the device is safe for use. If, despite the checks, the issue occurs during operation and external power is lost, the ventilator immediately alerts the user with the "external power loss" alarm. This alarm ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical. The ventilator automatically switches to battery power in the event of external power failure. The battery typically provides 1-3 hours of backup operation, allowing ample time to either restore external power or transfer to another ventilator if needed. If the battery level drops further, additional low battery alarms provide further warnings. Therefore, the power loss is not a sudden failure leading to immediate risk. The combination of alarms, battery backup, and pre-use checks ensures that the issue does not compromise safety. In conclusion, the failure is detectable during pre-use checks when the device is intended to be use at some stage with a patient (which was not the case for this event). The ventilator has built-in alarms and redundancy (battery backup) to mitigate risks. There is sufficient time to implement corrective actions before safety is compromised. Alternative ventilation methods are available and easily deployable if needed. Therefore, this case is now (at the time of this follow up report) assessed as no longer reportable. There is no information that reasonably suggests that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in (B)(6). It was reported that on (B)(6) 2024, hamilton-t1 (sn (B)(6) under software version 3.0.3 displayed alarms with loss of external power after cut ac power. From the attached video, device can be seen connected to mains (green leds on) and charging the batteries, however, when the ac power was interrupted the device showed no indication of ac power and alarmed for 'loss of external power'. Unit continued on battery power. According to preliminary analysis performed, theroot cause associated to the reported issue could be related to: power cord/plug not connected properly or defective, defective power supply (voltage out of tolerance 23. 76..24.24vdc), defective driver board, defective control board (voltage supervision), connected on dc only, but dc voltage is out of tolerance dc_in: 10.31vdc: check dc cord (also fuse in car cable). Accordingly, the following correction may be considered: check if external power is available and within specifications. Check power cord if connected properly and replace power cord if necessary voltage check: ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): check voltage on control board (between test pins +24v_ps_tp gnd,) replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc), replace driver board if voltage is within range (13.57 - 13.85vdc), replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on 15 march 2024 from a customer in malaysia. It was reported that on march 15th 2024, hamilton-t1 (sn (B)(6)) under software version 3.0.3 displayed alarms with loss of external power after cut ac power. From the attached video, device can be seen connected to mains (green leds on) and charging the batteries, however, when the ac power was interrupted the device showed no indication of ac power and alarmed for 'loss of external power'.unit continued on battery power. According to preliminary analysis performed, theroot cause associated to the reported issue could be related to: -power cord/plug not connected properly or defective. -defective power supply (voltage out of tolerance 23.76..24.24vdc). -defective driver board. -defective control board (voltage supervision). -connected on dc only, but dc voltage is out of tolerance dc_in: 10..31vdc: check dc cord (also fuse in car cable). Accordingly, the following correction may be considered: - check if external power is available and within specifications - check power cord if connected properly and replace power cord if necessary - voltage check: -- ensure the device is switched off and connected to external power, check plug if properly inserted (both sides): --check voltage on control board (between test pins +24v_ps_tp gnd) --replace power supply if +24v_ps_tp voltage is out of range (13.57 - 13.85vdc) --replace driver board if voltage is within range (13.57 - 13.85vdc) --replace control board if problem remains (defective voltage monitoring). To prevent unintentional disconnection of the power cord, make sure it is well seated into the ventilator socket and secured with the power cord retaining clip. Always check the reliability of the ac outlet. The ac power symbol in the bottom right-hand corner of the screen is displayed with a frame around it. The battery charge indicator lights (underneath the power on button) indicate the availability of external power. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.